Event description:
It was reported that during a therapeutic polypectomy procedure, a hemostatic loop was used on a pedunculated polyp. During placement, the loop could not be tightened and the wire inside the sheath was bent. An emergency procedure was performed, involving the disassembly of the endoloop handle and cutting the loop using scissors in order to remove it. The procedure was successfully completed and had no negative impact on the patient. There were no further reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The device was not returned to olympus for inspection and the reported failure was not confirmed. There is no evidence that allows to establish the probable cause of the subject complaint. Based on the results of the investigation, the probable cause is not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.